Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The returned device was inflated with a 60 cc syringe and an inflation handle. There were no apparent splits, ruptures or pinholes during the initial inflation stage. The balloon was dried and observed and no defects were found initially. After the balloon was checked and no defects were found, the pressure was increased to the maximum recommended pressure of 6 atm. At 6 atm the balloon ruptured. According to the report, the balloon was advanced twice through the endoscope and inflated twice. Potentially, some damage or weakening of the balloon could have occurred during these multiple uses that contributed to the device rupturing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report the user removed the device from the endoscope. He reinserted the balloon again into the endoscope to dilate a deeper stenosed site but strong resistance was met. He managed to advance it and inflated the balloon at the target site. The IFU this device states, "this device is designed for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure." A possible contributing factor to balloon material failure is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use advise the user that negative pressure is needed to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material failure can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user that the entire balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation. The instructions for use contain the following warning: "during dilation do not inflate balloon beyond the maximum indicated inflation pressure, as this could result in overextension or bursting of the balloon." To achieve increasingly larger balloon diameters, increase pressure as indicated on the catheter tag. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage wireguide esophageal-pyloric-colonic balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assessment will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the procedure, a cook hercules 3 stage balloon was used. The balloon was advanced through the endoscope to the esophagus and inflated with water to 6 atm [20 mm]. The balloon was inflated without problems for the first dilation. To check the stenosed site, the user removed the device from the endoscope. He reinserted the balloon again into the endoscope to dilate a deeper stenosed site but strong resistance was met. He managed to advance it and inflated the balloon at the target site. Leakage from the balloon was confirmed at this time. Another size of cook hercules 3 stage balloon was used instead and the procedure was completed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.